Event description:
It was reported that a small volume folfusor had under-infused. This occurred during a patient infusion of fluorouracil. The reporter stated that the infusion stopped before all of the solution had been infused. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufacture between: june 3, 2013 - june 4, 2013. The device was returned for evaluation. A visual inspection found no issues with the device. A functional flow test found the device to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.